Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01oct2020.

Event description:
The customer reported that the unit continued to give a low leak co2 rebreathing. The customer contacted product support and reported that there's no significant error in the event logs. Product support advised the customer to perform performance verification test pvt to help diagnose the issue. The customer reported that the unit was not in use on a patient. The biomed replaced the flow sensor to address the reported issue.